Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is not dependent on the device for normal function. It was noted that noise leading to oversensing and increased capture thresholds were observed on the right ventricular lead. Programming changes to ensure capture were made. The lead was being monitored. The patient was stable.